Event description:
Customer reported being hospitalized for low blood glucose levels. Customer states they over bolused for a meal. Troubleshooting was performed and pump appeared to be functioning properly.